Event description:
The pump failed causing medical complications, which led to the amputation of the patient's left leg. No additional information was provided regarding the event. The medication being delivered via the device system was not reported.